Event description:
It was reported extension catheter cannot be connected. Patient status/ intervention: change new catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr0421 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling a connector is confirmed and was determined to be manufacturing related. Two distal groshong nxt connector pieces, one 4 fr proximal groshong nxt connector piece, and one 4 fr single lumen groshong clearvue catheter with a stiffening stylet and flushing hub inserted were returned for evaluation. An initial visual observation showed no obvious evidence of use on the returned samples. The connector pieces were returned not assembled. The compression sleeve within each of the distal connector pieces was observed to have been advanced. An attempt was made to pass the proximal end of the returned catheter as well as a non-complaint 4 fr single lumen groshong clearvue catheter through the distal end of the returned distal connector pieces; however, the catheters were both unable to pass through either connector piece. A microscopic observation revealed some damage on the barbs of the locking arms of the proximal connector piece. Both of the returned distal connector pieces were bisected and the compression sleeve of each connector piece was confirmed to be advanced. The inner diameter of one distal connector piece was found to narrow slightly proximal to the steep taper section. This premature narrowing of the inner diameter of the connector piece would have likely compressed the distal end of the compression sleeve enough that the catheter would not be able to easily pass through, even prior to advancement of the compression sleeve. Bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported extension catheter cannot be connected. Patient status/ intervention: change new catheter.